Manufacturer narrative:
A field service engineering (fse) was at the customer's site to address reported event. Fse confirmed the complaint by reviewing the analyzer's report slips but was unable to reproduce error by running samples. While troubleshooting, fse found small air bubbles coming from the 3 way solenoid. Fse replaced the 3 way solenoid, verified it had tight connections, no air bubbles present and syringe was operating as expected. Fse performed daily check and quality control runs without error and within acceptable range. No further action required by field service. The aia-900 analyzer is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(4). There were no other similar complaints found during the searched period. The aia-900 operator's manual under section 12: flags and error messages states the following: dl a fault occurred in the detector or the substrate feed line. Print and display (rate value) : outputs the measurement values. Print and display (concentration value) : becomes blank. Rs232c output (concentration value) : conforms to the setting that is applicable to the case where no concentration is set in the host. Rs232c output (flag) : a. The most probable cause of the reported event is due to failure of the 3 way solenoid.

Event description:
A customer reported getting "detector lamp (dl) lamp intensity low" error flag and multiple quality control (qc) failures on the aia-900 analyzer. Technical support specialist (tss) attempted troubleshooting over the phone with the customer but error persisted. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg), estradiol (e2), follicle stimulating hormone (fsh), luteinizing hormone (lhii), prolactin (prl) and progesterone (progii). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.